Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on her back. The area was described as itchy with red spots, but no opens sores, under the rear therapy electrode pads. During a follow up, it was reported that the rash was healing due to the use of a cream medication that her doctor gave her.